Event description:
In conducting follow-up for manufacturing report # 3004209178-2014-18103, it was reported that the ¿clinic was being overly cautious due to other recent reported similar incidents.¿ it was unknown what these other incidents were what interventions were required, the drug in the pump being delivered, and the outcome. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).